Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate atp therapy was noted on a stored egm during a routine follow-up. The patient's rhythm was atrial fibrillation with rapid ventricular response. The device was reprogrammed.